Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 16 mg/dl. The customer had not used the insulin pump since the hospitalization, and needed assistance setting up and inserting a new infusion set. Assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.